Manufacturer narrative:
Additional information: d10 - device available for evaluation. H10: no product samples, videos, or photographs were returned for investigation. No lot review was conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is available for evaluation, it has not been received yet.

Event description:
The customer reported that spinning spiros® closed male luer red cap disconnected from a non-ICU medical administration set. It was further described that the spiros stayed connected to patient's port and started to bleed out. The medication used is unknown. There was patient involvement, but no report of an adverse event or human harm, there was delay in critical therapy.